Manufacturer narrative:
Concomitant products: baxter 1000ml bag of 0.9% nacl injection ndc (B)(4), lot y202218, exp dec 2017, therapy date unk. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 1715 a 1000ml bag of normal saline was programmed to infuse at 125 ml/hr on a femur fracture patient, but was empty in about 65 minutes. The nurse checked the settings on the pump and verified that the rate was as intended, and noted the device indicated there was still about 800 ml vtbi. The physician was notified; there were no new orders other than to observe the patient and not to give additional fluids.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in good condition. There were no anomalies observed with the primary set. Analysis of the pcu event log shows that at 5:18 pm on 07 august 2016 the pump module was programmed to infuse ivf fluid plain at a rate of 125ml/hr with a vtbi of 950ml. At 6:27 pm, the door was opened. The device was then channeled off. The volume recorded as being infused during this period was 143.148ml. Functional testing was performed and found the device to be delivering fluid within specification. There were no leaks observed from the primary set. The root cause of the customer¿s report of an overinfusion was not identified.